Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that normal saline (ns) was programmed for a rate of 200ml/hr and vtbi of 800ml; some period of time later it was discovered that the ns bag was still full. After starting the infusion the pump had alarmed once for occlusion and a kink was found in the tubing; there were no subsequent alarms. The patient was being treated for a subarachnoid hemorrhage and was experiencing vasospasms. Additional IV fluid boluses were ordered and administered because it was determined that approximately 2l of fluid had actually not infused; the no flow issue had also occurred with a prior infusion, details of that infusion are not known. The patient was given levophed to raise the blood pressure.